Event description:
It was reported that patient went to the emergency room last year because her device quit and was 'malfunctioning.' Her husband was able to turn it off with her patient programmer. It was also reported that patient had magnetic resonance imaging and computational tomography scan. Then patient got 'electrocuted' for an hour on (B)(6) 2012. On (B)(6) 2012, the rechargeable implantable neurostimulator was explanted and replaced with a non-rechargeable device to help with her leg pain.

Manufacturer narrative:
Product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2009 product type lead; product ID 37752 serial# (B)(4) product type recharger; product ID 3708220 serial# (B)(4) implanted: (B)(6) 2009 product type extension; product ID 3487a-56 lot# v157732 implanted: (B)(6) 2009 product type lead. (B)(4).